Event description:
As reported, the 5x15 palmaz blue on aviator balloon expandable stent was not used. The damage involved the balloon luer connector, which was both deformed and cracked. The procedure was completed by replacing with another stent. There was no reported injury to the patient. The damage was noted before insertion, during preparation. The device was stored according to the instructions for use (IFU). There was no damage to the packaging. Anomalies were observed prior to use, but the sds was prepared following IFU guidelines. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 5x15 palmaz blue on aviator balloon expandable stent was not used. The damage involved the balloon luer connector, which was both deformed and cracked. The procedure was completed by replacing with another stent. There was no reported injury to the patient. The damage was noted before insertion, during preparation. The device was stored according to the instructions for use (IFU). There was no damage to the packaging. Anomalies were observed prior to use, but the sds was prepared following IFU guidelines. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 5x15/142p pkg¿ was received for analysis, packaged coiled inside a clear plastic bag. The device was unpacked and subjected to a thorough inspection, with particular focus on the luer hub. Examination revealed the hub to be splintered and cracked. The stent was properly mounted and showed no signs of damage. The balloon was received in a deflated condition, with no additional abnormalities observed. Further evaluation of the luer hub using a vision system confirmed the presence of splintering. The fractured area exhibited fatigue striations, which are characteristic of damage resulting from tensile overload. Based on these findings, it is concluded that the luer hub material was subjected to a tensile force that exceeded its yield strength, leading to the observed splintering. Analysis of the returned device identified a ¿luer hub cracked¿ and splintered condition. Vision system evaluation demonstrated fatigue striations consistent with material failure due to tensile forces exceeding the yield strength of the hub. The findings suggest that product handling and procedural factors likely contributed to the reported event. Twisting, misalignment during connection, or application of excessive force can compromise the structural integrity of the luer hub. In particular, overtightening is a well-documented cause of hub cracking and splintering. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 5x15 palmaz blue on aviator balloon expandable stent was not used. The damage involved the balloon luer connector, which was both deformed and cracked. The procedure was completed by replacing with another stent. There was no reported injury to the patient. The damage was noted before insertion, during preparation. The device was stored according to the instructions for use (IFU). There was no damage to the packaging. Anomalies were observed prior to use, but the sds was prepared following IFU guidelines. The device will be returned for evaluation.